Event description:
On (B)(6) 2012 customer reported that the vent line from the needle of the lh750 was slightly wet with a few drops of clear diluent at fluid detector 1. Customer stated that clear fluid splatter from the leak was observed in the area and on the sample tubes after analysis. The leak was contained within the instrument no injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found no evidence or source of a current leak. Fse could not duplicate the leak after running patients and several start-ups and shutdowns. Fse did observe old blood residue around the stripper plate and on the belt drive. Fse cleaned the belt assembly and stripper plate. Fse also replaced the green stripe and duro tubing in the needle vent pathway as a precaution. No further leaks were reported.

Manufacturer narrative:
(B)(4).